Event description:
The patient had an ischemic stroke and the physician was performing a thrombectomy procedure. The patient anatomy was very tortuous and the tip of the catheter could not be advanced past the ophthalmic artery origin of the internal carotid artery (ica). As the physician tried to advance the catheter, the catheter shaft 4 cm proximal from the catheter tip was forced into the apposite wall of the vessel, causing the vessel to take on a u shape. The cavernous portion of the ica was perforated and an av fistula was formed. The physician embolized the ica with coils to prevent further complications. A concentric field representative observed the case and he did not believe that the distal access catheter malfunctioned.

Manufacturer narrative:
None of the reported information suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. Vessel perforation and intracranial hemorrhage are listed as possible complications in the distal access catheter instructions for use.